Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that there was low intrinsic amplitude on this rv lead on (B)(6) 2017. Other lead measurements were stable. Occasional alert for out of range impedances was also noted.